Event description:
The customer contact reported that channels 1 and 2 of the device delivered "faster" than intended. The device was returned to the central supply department with an unsigned note that started, "channels 1 and 2 were infusing faster than programmed." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, channels 1 and 2 of the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).